Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the forks are bent on this chair. The provider states not aware what happened.